Event description:
It was reported that they are intermittent getting line artifacts in the images, causing the patient to be re-exposed. It was determined that the array needed to be replaced; once this was done, they determined it was the hvps that was bad. After both replaced the unit is working as intended.